Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve console would not pass 29 degrees. During preventative maintenance, the field service engineer replaced the thermoelectric module and the console passed all tests. No patient involvement was reported as a result of this event.

Manufacturer narrative:
The device were serviced at the customer site, therefore, it will not be returned to the manufacturer. A product evaluation is pending; results will be provided in a follow-up medwatch report.